Manufacturer narrative:
(B)(4): the instrument was not returned to the manufacturer for evaluation; therefore, the cause of the event cannot be determined.

Event description:
It was reported that the pituitary's shaft was broken during an unspecified spinal surgery. No patient complications were reported.

Manufacturer narrative:
Additional information: the device has been returned to the manufacturer for evaluation. Unable to verify customer concern. After visual, optical and functional evaluation, no evidence was found that would suggest a defect in manufacturing or processing of the instrument. The instrument appears to be capable of performing its intended function.